Manufacturer narrative:
Other relevant device(s) are: product ID 37642, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported about three weeks after the patient had bladder surgery in january, they had never been the same because now instead of just the right hand shaking, the left did too and they both shake really bad, not only that their fingers shake up and down. The consumer asked about adjusting and changing settings. The consumer was redirected to their healthcare provider (hcp), and if the hcp wanted them to change, they could call back for further support. No further complications were anticipated.